Event description:
The customer stated that they received erroneous results for three patients tested with coaguchek xs meter serial number (B)(4). A doctor at the customer site noted that the meter was showing an error and measuring values > 8.0 inr. A sample from the first patient was tested on the meter, resulting as 6.3 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 4.0 inr. A sample from the second patient (female) was tested on the meter, resulting as > 8.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 5.4 inr. A sample from the third patient (female) was tested on the meter, resulting as 3.4 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.6 inr. No adverse events were alleged to have occurred with all involved patients. None of the patients were treated and none of the patients' medications were changed based on the meter results. All patients are currently in normal condition. All three patients have therapeutic ranges of 2 -3 inr. All three patients have a weekly to monthly testing frequency. No patients had hematocrit issues, lupus, or antiphospholipid antibodies. No patients were taking heparin or direct thrombin inhibitors. Dosage is changed weekly for all three patients. The third patient has had stable dosage up to the 2 weeks prior to (B)(6) 2018. None of the patients had diet changes, new medications, or new illnesses. None of the patients had special or unusual diets. The first two patients had no bleeding or bruising. The third patient was experiencing abnormal bruising on arm due to a flu shot from the week before. No medical treatment was received for the bruising. The customer's product was requested for investigation and replacement product was sent to the customer. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.